Manufacturer narrative:
The insulin pump had constant motor error alarm during the rewind test and then alarmed, motor position encoder error due to corroded motor home switch. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or program test boluses due to constant motor error alarm. Device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error after rewind. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump kept alarming motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined was filled out incorrectly in the initial complaint.